Event description:
One pt sample giving discrepant creatinine results when compared to another analyzer, same methodology. Initial result 405.9 umol/l, repeat 155.5 umol/l. No info provided to determine if results were used to guide therapy. If add'l info is received, appropriate notification will be provided.